Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level was 213 mg/dl. Tandem technical support advised the customer to prime the tubing to address the air bubbles.